Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level sensor detector malfunctioned. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5, d4, d9, h3, h4 and h6. The field service representative (fsr) verified the reported complaint. The fsr replaced the level detector module. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the level detector module to lab use only (luo) testing equipment. The level detector module passed all verification/release testing. There was no false alert/alarm or any malfunction during the monitoring period of 3.68 hours. It was determined that the level detector module met specification.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with a level detector malfunction on their heart lung machine (hlm), while on cardiopulmonary bypass (cpb). The manufacturer's clinical specialist spoke with the perfusionist and he stated that the level was giving a false notification, as the actual level in the venous reservoir was well above the sensor level. He eventually turned off the level detection system and completed the case successfully, with no delay, no blood loss and no adverse event.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.